Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was carried to the hospital because he had pain on his chest, and it was confirmed by echocardiography that perforations were suspected and lead was explanted. Not only the lead but also all system was removed including the pacemaker since the physician could not deny the possibility of infection. The physician made a comment that the cause of this event was unknown.